Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience alpine referenced is being filed under a separate medwatch report#.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left circumflex (lcx) artery with mild tortuosity and moderate calcification. Atherectomy was performed at the lesion site prior to the successful deployment of the 2.50 x 38 mm xience alpine rx drug eluting stent. During removal of the xience alpine rx, the stent balloon was unable to deflate properly and became stuck. Re-inflation and deflation of the balloon was performed but the catheter remained stuck inside the anatomy. The patient's heart rate and blood pressure dropped, therefore another balloon was advanced and inflated at the proximal lcx in order to compress the guide wire to enable removal of the stent delivery system from the patients anatomy. Patient's condition stabilized without treatment. There was no clinically significant delay in the procedure. Return goods analysis revealed a second stent delivery system with a separated shaft was returned inside the guide catheter. Although missing the hub the device has been identified as an xience xpedition device. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. Evaluation summary: only the distal end of the device was returned for analysis. The shaft detachment was able to be confirmed. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided and the labeling on the device could not be verified as only the distal end of the device was returned. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.